Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (alloclassic zweymueller hip stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a pf stem (exact catalogue number unknown) on the right side on an unknown date. It was reported that the patient experienced suddenly a functional deterioration of the right hip on (B)(6) 2014 and underwent a revision surgery on an unknown date due to breakage of the implant.

Manufacturer narrative:
It was reported that the patient was implanted an unknown pf stem on the right side on an unknown date. The patient experienced suddenly a functional deterioration of the right hip on (B)(6) 2014 and underwent a revision surgery on an unknown date due to breakage of the implant. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues are listed in dfmea of the reported product. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).